Manufacturer narrative:
The customer did not allege a malfunction; they called philips to report the incident and request assistance reviewing log file information. The available information supports that there was a delay in therapy after a lead-off inop and failure to provide timely therapy has not been ruled out as a factor in the patient death. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.

Event description:
Customer stated that they had an electrodes off alarm for the patient in bed 15 (branch 15) on central2. They do not know if the alarm was silenced or suspended. Logs show an asystolie event.